Event description:
Port placed by an interventional radiologist. Pt has been receiving chemotherapy (adriamycin & cytoxan). The last time the port was accessed (march 2002), the pt had pain upon injecting the port. The pt was taken to the or by surgeon and he removed the arm port. The catheter was noted to be broken. The pt was transferred to radiology where reporter removed the catheter. A 2nd fragment had broke off and became lodged in the left pulmonary artery and could not be retrieved.